Event description:
It was reported that minutes after the lead was implanted, the patient experienced hypotension and cardiac tamponade. A sternotomy was performed to repair a cardiac perforation. The lead remains implanted. The patient condition was stable after the event.